Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for the trochanteric fracture of the femur with the trochanteric fixation nail- advanced (tfna) implants. After the surgery, over-sliding was observed in the x-ray during follow-up, and since there was no pain when walking in a wheelchair, the surgeon was following up the patient. But the x-ray on (B)(6) 2021, showed cut out, and the doctor judged that fusion of the fracture had been achieved, resulting in implant removal. After removal of the implant, the bone prosthetic material is filled into the space and the surgeon closed the incision. The surgery was completed successfully without any surgical delay. The surgeon commented that the cut-out was not caused by the products. No further information is available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 34mm for im nails. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number: 04.005.524. Lot number: 73p6475. Manufacturing site: mezzovico. Release to warehouse date: october 16, 2020. A manufacturing record evaluation was performed for the not sterile/ finished device lot number, and no non-conformances were identified.¿ product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.